Event description:
There was an issue reported with incorrect time settings on a pump that was greater than five minutes off. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the discrepancy recurs. The customer understood and acknowledged the instructions.